Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in hospital with ventricular tachycardia. Upon interrogation, there was no capture on the right ventricular (rv) lead and right atrial (ra) lead, and oversensing was observed on the rv lead. Diagnostic imaging was performed and revealed that both leads had become dislodged. The ra and rv leads were explanted and replaced, and the patient was stable following the procedure.